Event description:
During revision surgery a cavity and muscle loss was noted on the front of the thigh. A subsequent revision surgery was performed due to infection (date not supplied to manufacturer).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that revision surgery was performed due to pain.